Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 was failed. A field service engineer opened the back panel and observed the crumpled remains of the bearing cage pressed against the drawer back panel and removed the drawer from the main station chassis and replaced the damaged rail. After reassembly, the previously damaged drawer was reinstalled into the main station chassis. The pixie bus cable was reattached, and the station was restarted. During the startup sequence, logged into administrative mode and successfully completed the required diagnostic testing to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system full height drawer 5 was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.